Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections and to provide the completed investigation results. One 6fr glidesheath slender sheath was returned for product evaluation. Visual inspection revealed a kink, along with a tear, 9 mm from the sheath hub. The crosscut valve was dissected and observed under microscope and damage was seen at the center of the valve. The sheath inner lumen did not have any damage or gross anomalies. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6) 2019. The procedure was a heart catheterization. The procedure outcome was completed. The patient condition is unknown.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glide sheath slender began leaking around the entrance site upon insertion. After the case, when the tr band was placed, there was a crack noticed 1 cm below the hub.